Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6), 2011 at an unknown time. The patient reportedly manages her diabetes with insulin (unknown type and dose) and is a self adjuster. The patient denied taking any action regarding her diabetes management routine in response to the alleged issue. She claimed approximately one week later, she developed symptoms of "lurred vision"and went to the emergency room (ER) on (B)(6), 2011 at an unknown time. At the ER, the patient was reportedly treated with IV glucose. Her blood glucose was also checked on the hcp' meter and she reported a value of "75mg/dl"it was not clear when this test was taken. It was also noted by the cca that the patient was currently hospitalized for an unknown reason. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time however, per the patient; it did not need a battery replacement yet. The cca noted that no additional troubleshooting could be performed given that the patient threw away the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.